Manufacturer narrative:
(B)(4). Batch number ==> p55w4l. Investigation summary ==> the analysis results showed that one vasecr35 cartridge reload was received. The reload was received fully fired and with damage on cartridge deck. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: were any staple formation issues identified? Can you please clarify the extra bleeding stopper that was used? How much blood was lost (ml)? Was there any patient consequence or change in the post-operative care of the patient as a result of the bleeding or prolonged surgery? If so, please explain. There was no identified staple line forming issue . 5 mg of haemocer herbal natural bleeding stopper was used. The bleeding amount is unknown. Surgical intervention time has been prolonged.

Event description:
It was reported that during surgery, leakages happened from the vein which were closed by vasecr35, in the pulmonary side. The surgery prolonged for 45 minutes. Extra bleeding stopper was used.